Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. The host module was received and the reported issue was replicated. The central processing unit [cpu] printed circuit board [pcb] was found to be non-conforming. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming component (central processing unit [cpu] printed circuit board [pcb]) in the host module. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that after the phacoemulsification, an intraocular lens (iol) was implanted and ovd was being removed and the system stopped. The procedure was completed on the same day, after a short delay using an alternate system. The surgery was completed without any complications to the patient. Additional information received confirmed that system message was displayed during priming only.

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a system message was displayed before surgery. During a cataract surgery, the system froze at irrigation/aspiration mode. The system was rebooted three times but the issue was not resolved. Irrigation/aspiration was not able to be perform due to frozen system. There was no equipment to perform manual aspiration, so the surgeon injected ophthalmic viscoelastic device (ovd) into the eye and the surgery was finished. On the other day, the surgery was performed to remove ovd and perform remaining surgery.